Event description:
The perfusionist reported that during an ECMO case, the hospital performed a generator check. The pump stopped and after a few seconds, the pump restarted. The pt became hemodynamically unstable and required fluid boluses to stabilize. The pump worked effectively after the restart and was later used the cath lab and again in surgery with no problems. The event was not isolated to the pump. The perfusionist stated that other hospital equipment, monitors and lighting had also been affected during the check. The perfusionist reported that there was no adverse patient outcome, and that the pt was removed from ECMO without incident.

Manufacturer narrative:
A sorin group USA, inc. Service representative was dispatched to the facility to evaluate both the pump and uninterruptable power system (ups). No problems were found during the eval. The perfusionist could not recall if the ups was hooked up to the pump when the incident occurred. If the pump was not connected to the ups and power was lost, the pump would shut down. Since no problems were found with the pump or ups, the equipment was place back into service. No further action is deemed necessary.